Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating audible tones for alarms. There was no reported impact to the customer's blood glucose level due to this reported issue. Tandem technical support was able to verify that there was audible tone and customer maintained allegation that there was not. Customer continued to use the pump for insulin therapy.